Event description:
The customer complained that when a "large" pt exited the bed, the trendelenburg handle moved and the hi/low raised slightly from the low position.

Manufacturer narrative:
The technician tightened the left trendelenburg assembly area bolts and replaced the trendelenburg cylinder, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.